Event description:
After completing the compounding of ceftriaxone 6 grams/ ns 180 ml for ambulatory pump in an intravia 250 ml, product #2b8012, lot dr16f16013, a clear threadlike foreign material was noticed. Approx 1/4 inch long.